Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of bent sensor cannula and lost sensor alarm. The customer's blood glucose reading was 5.1 mmol/l. The customer stated that he inserted a sensor in the morning. The customer stated that the transmitter flashed green and he got a solid t icon on the pump. The customer inserted the sensor on abdomen. The customer stated that there was no electrode and it does not look like it is in the skin. The customer will be sent a replacement pump.